Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt was unable to pass essential performance testing. The root cause for the failure was the cable connecting ECG "d" and ECG "d" was pulled from the strain relief, damaging wires in the cable and pulling the j500 of the distribution node (dn) pca. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
During investigation of the electrode belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt was unable to complete essential performance testing.